Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an internal open wire in the mfc cable.